Event description:
As reported: "a 61-year-old patient was treated for a complex cephalotuberositary fracture when the glenoid implant was inserted. The healthcare professional noticed that the implant was not unscrewing as expected. Clinical consequence and current condition of the patient or person involved, two points. The healthcare professional managed to unlock the implant by tapping on it with an adult sledgehammer. The implant that was initially planned was fitted, increasing the intervention time by 15 minutes, doubt about the functionality of the implant. ".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation (implanted after manipulation). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The labeling states that "when removing the sphere from its packaging, check the mobility of the central screw of the glenoid sphere by turning the screw clockwise when looking at the screw head (screwing-in direction)", "prior to positioning of the definitive glenoid sphere, it is important to remove any soft tissue between the baseplate and the glenoid sphere", "it is mandatory that the glenoid sphere is screwed manually", "particular cautions for the assembling of the glenoid sphere onto the glenoid baseplate: - first place the sphere in front of the baseplate, without screwing the central screw, - then impact the sphere onto the baseplate with the glenoid sphere impactor, - and finally secure the assembly by screwing the sphere central screw into the baseplate clockwise". No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a 61-year-old patient was treated for a complex cephalotuberositary fracture when the glenoid implant was inserted. The healthcare professional noticed that the implant was not unscrewing as expected. Clinical consequence and current condition of the patient or person involved, two points. The healthcare professional managed to unlock the implant by tapping on it with an adult sledgehammer. The implant that was initially planned was fitted, increasing the intervention time by 15 minutes, doubt about the functionality of the implant. "

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.